Event description:
It was reported that right ventricular (rv) lead was allegedly broken. The rv lead was explanted and replaced to resolve the event and no patient consequences were reported. Additional information regarding the specific lead malfunction have been requested, but not yet received.